Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a no power (moisture ingress-battery compartment) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 10/09/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the pump black box data revealed multiple pump reboots. During a visual inspection of the pump, the battery compartment was observed to be cracked at the threads, and there was evidence of moisture corrosion in the battery canister. A leak test was performed and failed, indicating a battery compartment leak. The battery cap secured properly to the pump, and a power loss was not observed. The battery cap was fastened and loosened with no reboots occurring. The ez-prime steps were performed correctly with no power interruptions. The pump cover was removed and there was further moisture corrosion found on the printed circuit board. Unrelated to the original complaint, when the pump was powered on, the display appeared to be dim and discolored. The original power complaint was unable to be duplicated.